Manufacturer narrative:
.

Event description:
Additional information was received. It was discovered that the problem was in the carelink bolus report. The pump was working as designed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's doctor reported that the customer's insulin pump delivered too much insulin and caused a low blood glucose incident. The customer¿s blood glucose level was 200 mg/dl at the time of the incident. The doctor found the over delivery after downloading the pump to carelink pro. The doctor reported that the pump had automatically changed the bolus wizard settings on sensitivity. Troubleshooting was not completed. It was not clear if the doctor would return the insulin pump for analysis.